Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 the filter was observed to be "apart and spewing blood". ¿the nurse did note that heparin syringe had been replaced approximately 30 minutes prior to this and blood was noted to be backed up into that tubing.¿ an external blood leak occurring from the ¿heparin syringe¿, was observed, however, the exact point of leak was not reported. "A large amount of blood" was observed on the floor under the device, however, it was not known if the extracorporeal blood was returned to the patient when terminating treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three lox files were provided and analyzed. Analysis revealed that a leak lasting 14 minutes occurred. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.